Event description:
It was reported that the implant and packaging had residue on them prior to a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d9, g3, g6, h2, h3, and h10. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product confirms the device was not packaged in a poly pouch. Scuff marks and white debris are present inside the sterile cavity. The outer carton exhibits damage that can be attributed to the product being shipped back to the manufacturer, as the outer carton damage was not initially reported. No change to previous reported root cause.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs. Visual evaluation of the provided photo and feedback from sales rep confirmed the product was not packaged in the required pouch during manufacturing. The scuff marks and residue in the sterile blister are a result of the unprotected device shifting in the sterile packaging during transit. Device history record was reviewed and no discrepancies were found. The root cause of the reported event (missing sterile pouch) is the operator not following the work instructions provided. The root cause of the reported event (damaged blister and debris in sterile packaging) can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.